Event description:
The reporter contacted animas on (B)(6) 2012 alleging that beginning about one month ago the up arrow keypad button began to be intermittently unresponsive requiring multiple presses to evoke a response when pressed. The reporter denies water exposure. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.